Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user attempted a supply change and, when navigating to the rewind screen and sliding to initiate rewind, the ilet shut off despite the battery indicating 78 percent, requiring placement on the charging pad to power back on; the user subsequently updated the firmware and was advised to retry the supply change. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no hospitalization, no emergency treatment, and no long-term impairment. Investigation included customer education and software/firmware update as corrective action. Investigation of this case revealed a device power interruption during the rewind initiation consistent with a device malfunction affecting the power control logic, with no persistent alarms and no reproducible fault reported after the firmware update. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient software-related malfunction resolved by firmware update.